Manufacturer narrative:
The initial investigation was able to rule out the following parts as possible causes: z-motors, x/y stepping motor, analyzer and abs photo cooling fans, power supply main, pcba boards, and fans cooling unit. The investigation is ongoing.

Event description:
A complaint was received from italy regarding an integra 400 plus analyzer which caught fire. At 5 pm on (B)(6) 2014, someone in the building became aware of smoke coming out of the lab. At 5:13 pm the fire department was alerted by the supervisor. At the time of the event, the laboratory was closed due to it being a sunday. The instrument was powered on and in standby. The cooling system was running to keep the reagents on board the analyzer at the correct temperature. There were no patients or laboratory employees involved in the event. No one was harmed. No patient samples were involved. There were no delays in patient treatment. Roche diagnostics representatives along with a local fire expert visited the site to determine the main source of the fire. Upon investigation of the site, it was determined the fire and smoke detectors were not working. No electrical issues were identified. The instrument distance, measured from the back of the instrument to the wall, was 10 centimeters. A gap of 30 centimeters is recommended between the back of the system and the wall. At this point in the investigation, it can be confirmed that the cobas integra 400 plus was the cause of the fire in the lab. The fire most likely came from the cooling unit area. The root cause of the overheated cooling unit is still under investigation. The instrument and ups systems will be provided for further investigation. Additional information will be provided in a follow up report as soon as it becomes available.

Manufacturer narrative:
The investigation determined no electro-mechanical components of the analyzer were involved in the fire and these components were excluded as possible root causes. The waste container unit of the analyzer was found to have reached a temperature of no less than 600 degrees c. No other location in the lower analyzer area reached this temperature. Log files indicate there were between 262 and 471 used cuvettes in the cuvette waste box at the time of the incident. These cuvettes contained various reagents that have flammable potential. It could not be determined whether the cuvette waste box had been replaced according to the user's manual. There is a high probability the fire started in the waste box. Experiments were conducted to establish whether the used cuvettes and the reagents they contained were the cause, but the results were inconclusive. The investigation was unable to rule out a root cause of arson.

Manufacturer narrative:
This event occurred in (B)(6).